Event description:
Intra-abdominal infection and sepsis. The 52 yr old female pt received two sheets of seprafilm during surgery for small bowel obstruction on 6/23/1999. On 6/29/1999 yellow exudate was observed and intraabdominal infection accompanying sepsis was suspected, and an emergency operation was performed. Upon opening abdomen the reporting physician observed what he described to be a fungi-like substance scattering on the application site of the seprafilm. The physician reported that he removed the seprafilm, which is currently under cell culture. The reporting physician felt the event was probably related to the use of seprafilm. Serious; probably related; not labeled.